Manufacturer narrative:
Lot 17g027 was manufactured july 20, 2017 - july 21, 2017. The device was received for evaluation containing fluid in the bladder. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye noted a fragment of light-yellow transparent particle measured to be 1.69 mm in length and 1.13 mm wide which was located inside the tubing. The particle was loose, but it was not moving inside the tubing because the particle size was too big to move. The particle was in the fluid path. The particle was subsequently identified to be polyvinyl chloride (pvc) material via fourier-transform infrared spectroscopy testing. Pvc is the material of the device tubing. This is not a foreign matter. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a smear inside of the tubing of an infusor. This issue was identified after the pouch was opened and prior to use. The smear seemed to be transparent color. There was no patient involvement. No additional information is available.